Manufacturer narrative:
E1 establishment address (documented here in its entirety due to character limitations in respective field): (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a colonoscopy, particularly during a ligation of a big polyp at the sigmoid area, the ligating device could not be released from the hook after ligation. Reportedly, there was something wrong with the spring and was stuck at the handle so the loop could not be released. The doctor pulled the whole device, which caused the polyp to cut and bleed. The doctor used clips to stop the bleeding. There were no reports of further patient harm. The device has been discarded.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updates added to h6 and h11. The subject device was manufactured in dec 2023 based on the provided 3-digit lot information. The manufacture date cannot be identified since the subject device was not returned. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the events could not be determined. A likely mechanism causing the loop not to detach from the polyp might be one of the following: <mechanism 1 > 1) the loop was placed around the body tissue. 2) the tube sheath was pushed forward, and the tissue was temporarily ligated with the distal end of the tube sheath. 3) the slider was pulled to tighten the loop. 4) because the distal end of the coil was not extended from the tube sheath when the slider was pushed, the loop disengaged from the hook inside the tube sheath. 5) the hook protruded from the distal end of the coil sheath, causing the loop to move toward the handle side and enter the coil sheath. 6) pulling the hook caused both the hook and the loop to be drawn into the coil sheath together. As a result, the loop became trapped between the hook and the inner surface of the coil, preventing it from moving. 7) because the loop is trapped between the hook and the inner surface of the coil, pushing the slider does not release the loop. <mechanism 2 > 1) the sheath was bent near the handle. 2) the operating wire could not move because sliding resistance between the sheath and the operating wire increased. 3) the operating pipe deformed or broke because the slider was forcefully operated. 4) due to above, the loop could not detach from the hook. In addition, based on the event description, it is inferred that the user pulled the whole device while ligating. This might have caused the polyp to cut and bleed. Olympus will continue to monitor field performance for this device.